Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient had poor coupling and saw a poor coupling screen. Initially, the patient was able to achieve 8 coupling bars but it later dropped to 0. The patient noted that recharging took a long time when he recharged overnight and the recharging belt was difficult to keep in place. The patient repositioned the antenna and tightened the belt, and the issue was resolved; the patient was able to achieve all 8 coupling bars. The patient reported that he was trained while he was under anesthesia and was unfamiliar with using the equipment. No symptoms were reported. Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).